Manufacturer narrative:
As received, only a partial lead was returned damaged. The insulation was abraded due to friction to the ICD can.

Manufacturer narrative:
Na

Event description:
It was reported that the lead exhibited greater than 200 ohms impedance. Lead fracture was suspected.